Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device had not been serviced in the past 12 months. The event log reviewed yielded no errors. The customer reported problem was not confirmed however, the interconnect board has some burnt components. The device was repaired by replacing the interconnect board, also replaced right plunger case due to crack and barrel clamp sensor. The device then passed all validation tests.

Event description:
The customer returned the product for multiple failures, and during physical inspection it was found that the interconnect board had some burnt components. There was no patient involvement.